Event description:
It was reported that the bd phaseal¿ luer-lock injector needle was exposed. The following information was provided by the initial reporter, translated from japanese to english: this report is about needle exposure. Priming was performed as usual, and injection of the drug solution was administered by connecting to 515530-zat. The needle was exposed when disconnecting. The procedure was as usual, but the products were damaged.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-jul-2023. H6: investigation summary: one sample and multiple photos were provided to our quality team for investigation. Upon visual inspection, the injector was noted to be damaged, the safety grips were out of place, and the injector needle was exposed. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. As the lot number involved in this incident is unknown, a device history review cannot be performed. It is important to grip the white injector components when engaging/ disengaging; do not grip the blue safety sleeve. If the safety sleeve grips become dislocated, the injector is activated causing needle exposure. To prevent damage to the handles of the safety sleeve, the injector must be removed by pulling it backwards and must not be forcefully engaged. The instructions for use must be carefully followed when using phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time. It appears that this incident was due to excessive force during connection/disconnection of the device.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ luer-lock injector needle was exposed. The following information was provided by the initial reporter, translated from japanese to english: this report is about needle exposure. Priming was performed as usual, and injection of the drug solution was administered by connecting to 515530-zat. The needle was exposed when disconnecting. The procedure was as usual, but the products were damaged.